Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number : (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing high amount of procedural pain. The patient believed that the device was causing more pain. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number : (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing high amount of procedural pain. The patient believed that the device was causing more pain. The patient underwent an explant procedure. No device malfunction was suspected.